Manufacturer narrative:
Our quality engineer inspected the photos and 7 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed a excessive catheter lube on all catheters. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process of the cannula lubrication process was reviewed. The root cause was determined to be an error in the assembly process. To prevent this defect, revision of the procedure will be completed and training of the production technicians will be performed.

Event description:
It was reported that bd arterial cannula 20g/45mm - foreign matter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.